Event description:
The patient underwent generator replacement due to battery depletion. The explant facility is a known no-return site, so the explanted device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has experienced an increase in seizures. The patient has been referred for generator replacement. Attempts have been made for further information; no additional relevant information has been received to date.